Manufacturer narrative:
The investigation confirmed that imprecise ahbs results were obtained from a vitros l1 negative quality control fluid using the vitros anti-hbs reagent lot 7900 on a vitros eciq immunodiagnostic system. A definitive assignable cause for the discordant vitros l1 qc fluid results could not be determined. Vitros tsh, tt4 and tropi es marker precision testing performed over the period of this investigation were all within acceptable guidelines, suggesting an instrument issue was not a likely contributing factor to this event. However, neither a reagent or instrument issue can be completely ruled out as a potential contributing factor based on the imprecise negative qc fluid results obtained by the customer. To date, continual tracking and trending has not identified any signals to suggest there is a systemic issue associated with vitros anti-hbs reagent lot 7900. Furthermore, sample handling and storage cannot be completely ruled out as a contributing factor. The assignable cause is unknown.

Event description:
A customer observed higher than expected and imprecise anti-hbs results obtained from a vitros l1 negative quality control (qc) fluid using the vitros anti-hbs reagent lot 7900 on a vitros eciq immunodiagnostic system. Vitros ahbs result of 15.4, 15.4, 15.7, 19.4, 20.8 and 14.3 miu/ ml (positive) versus the expected result of negative. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant reactive vitros anti-hbs qc fluid results from non-patient fluids were not reported out of the laboratory. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two reagent packs were involved (pack ids 264 and 265). This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).